Event description:
The coil stretched. This female was undergoing coil embolization within the anterior communicating artery, 5 to 6mm aneurysm. When the physician tried to reposition the first coil into the aneurysm, the coil stretched. The physician removed the coil and the microcatheter from the aneurysm. The stretched coil was removed. The microcatheter was not being repositioned. The same mc was used to place other coils to complete the procedure. It was no additional calcification or tortuosity than in a normal anterior communicating artery. The coil was inspected and no kink/compression was noted. Continous flush was maintained within the echelon microcatheter (mc). No resistance was encountered between the coil and mc. Attempt was not made to withdraw the stretch coil inside the mc. There was no adverse effect to the pt.

Manufacturer narrative:
The product has been returned for evaluation and testing, however, the engineering evaluation is not yet complete. Pleas note additional info will be submitted within 30 days upon receipt.